Event description:
During a f/u interrogation, some confusion in the temporary screen on the programmer was reported. Normal operation after running a strip of any parameters will print out the strip with parameters on the left side. However, if you change the parameters before printing but after running the strip, the printed strip does not reflect the parameters on the left side.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Device - discrepancy in printing the temporary screen. Method: since the device remains implanted, the programmer files were reviewed. Results - the reported event was confirmed. When a temporary test is performed, parameter settings are coherent with the ECG/marker strips only if no parameter is modified after the end of the test. Conclusions: this behavior is not related to any pt safety issue and is occurring in specific conditions. No modification is planned. (B)(4).